Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed.receiver functional test: passed all relevant testing. Receiver charged and will boot: passed. Receiver pairing test: passed. Receiver functional test: passed all relevant testing. A review of the receiver logs was performed but does not reflect full investigation window. The allegation was undetermined.the probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). G3: date received by manufacturer - correction. B5: describe event or problem ¿ correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.